Event description:
It was reported that the customer received a continuous glucose monitor error 42. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. There was no reported adverse impact to the customer.